Event description:
In the process of applying a fallopian clip, the physician was not able to get the spring to fully close over the plastic jaws of the clip. The clip and applicator were withdrawn from the pt. Another applicator was used to complete the case. No pt problems were reported.